Manufacturer narrative:
(B)(4). No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection (late onset), wound dehiscence, exposure, "lost two nipples and areolas of breasts¿, ¿poor secretion, with bloody crusts and periareolar cruciate areas¿, ¿scars look terrible and gross", necrosis, anxiety product/procedure, bleeding and visibility/palpability.

Event description:
Legal representation reports on behalf of the patient "suture dehiscence, exposure, swelling, secretion, bleeding, breast infection that caused the exposure of prostheses, bloody yellow discharge, pain, patient has been completely shaken psychologically and without the slightest self-esteem/ patient is ashamed and disgusted with patient¿s own body, lost nipple and areola of breast, scars look terrible and gross, disproportionate, irregular-looking scar with keloids, thrombosis, excessive swelling of her body, and bloody crusts and periareolar cruciate areas.¿ this captures the left side. Device has been explanted.